Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = review of the attached dhrs did not reveal any anomalies or deviations.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d6a, h6 (clinical code). H6 clinical code: appropriate term / code not available (e2402) is used to capture infections (e19). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because the junction between the femoral sleeve and the 18mm stem broke. Loosening was also reported at bone to implant interface. It is believed to be infected causing femoral sleeve to not in-grow. Everything was taken out and re implanted. No delay to surgery reported. Doi: unknown, dor: (B)(6) 2021, left knee.